Event description:
The reporter indicated that the device's reeed switch is intermittently sticking. The device is showing some pacing at 86ppm when the magnet is removed. Repeated magnet application returns pacing to 72ppm.